Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers due to corrosion on the ultrasonic crystals caused by fluid intrusion. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown) in the cardiovascular thoracic care unit. The customer stated that the device experienced 11 upstream occlusion alarms within a two hour period, which were discovered through a customer review of the event history log. The customer also stated that the patient had expired around 11am and that the patient's expiration was unrelated to interruption of therapy, there was no patient injury or medical intervention provided as a result of the reported events. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.